Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first distal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-aug-2019. It was reported that shaft kink occurred. The target lesion was located in a coronary vessel. A 2.25x28mm synergy drug-eluting stent was advanced but severe resistance was encountered upon delivering the device, and the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.